Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. . The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer ate gummy bears to address bg level reportedly a new cartridge was loaded, and insulin delivery was resumed.